Manufacturer narrative:
As received, a complete lead with a 58 soft stylet was returned in one piece for analysis. Visual inspection showed the inner coil at the connector was over torqued. Mechanical inspection found the stylet could not be fully inserted due to the inner coil being over torqued. Electrical inspection did not find any shorts between the conductors. The reported event of the stylet insertion failure was confirmed with a root cause of damaged inner coil that is consistent with procedural damage.

Event description:
During an implant procedure, there were difficulties inserting the stylet into the lead due to a blockage at the proximal end. The lead was explanted and successfully replaced. The patient was in stable condition.